Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information was not provided by reporter. Device is an instrument and is not implanted/explanted. (B)(4). The 510(k): device is not distributed in the united states, but is similar to device marketed in the USA. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the screwdriver broke during fixation of a plivios vertebral spacer. The spacer also broke during the event. All broken off pieces were removed from the patient. There was no adverse to the patient and the surgery was not delayed due to the reported event. The patient's postoperative status was reported as ¿ok.¿ this report is 1 of 2 for (B)(4).

Manufacturer narrative:
A manufacturing evaluation was completed: received one screwdriver shaft, part 03.689.001, for manufacturing investigation. The tip of the screwdriver is broken off. No non-conformance reports were generated during production. Review of the device history record (DHR) showed that there were no issues during the manufacturing of the product. As part of the manufacturing investigation a hardness test was performed on the screwdriver shaft; the result of the hardness test meets the specification according to the drawing. Because of that it is likely that the screwdriver tip broke off by applying excessive force during tightening. According to the inspection sheet in the DHR, the stardrive t25 tip has been passed inspection. On the damaged/broken screwdriver the stardrive t25 tip cannot be tested anymore. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.